Event description:
It was reported that during an implant attempt, the guide wire could not be inserted into the lead. The lead was not used and another lead was implanted. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is reported based on analysis. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was noted to have a blood/fluid obstruction, and blood/body fluid was found on the distal conductor (not obstructed). Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. The analyst noted that the blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.